Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that frag was not able to break up the cataract efficiently during surgery. The patient experienced the event nucleus dropping posteriorly. The current outcome of the patient was unknown. This is first of four reports for this issue and represents the ophthalmic probe.

Manufacturer narrative:
The event platform and code were updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened phaco tip without a wrench, in a bag was received. Sample was visually inspected and found to be conforming. A functional test was performed on the threads and was found to be conforming to specifications. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The phaco tip was found to be visually and functionally conforming therefore; a phaco tip not able to break up the cataract efficiently, nucleus dropping posteriorly as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the phaco tip was functionally conforming. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).